Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated (dso) upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a remote dose connector. As a result, the delaminated upstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for internal connection was not working. During physical inspection, it was found that there was a delaminated upstream occlusion seal. There was no patient involvement, no patient injury was reported.